Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No unexpected insulin flow blocked alarm/no delivery alarm noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went to emergency medical services due to high blood glucose level on (B)(6) 2019 with blood glucose was 1000 mg/dl. Customer was passed out on last night. The customer was treated with the insulin drip. Customer declined to check air bubbles and leak. Customer stated that the insulin pump had insulin flow block alarm. Customer did not allege insulin pump for under delivering. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.